Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 215 mg/dl after announcing an incorrect meal size of smaller-than-usual breakfast when subsequently consuming cola; the user was instructed that a correction bolus would address the elevated glucose and to refrain from further meal announcements. Symptoms included hyperglycemia. Outcomes included user education on appropriate meal announcement behavior and expectation of glucose correction. Investigation included complaint handling and user troubleshooting with education. Investigation of this case revealed use error related to meal announcement input following additional carbohydrate intake, with the system otherwise functioning as designed and the dexcom g7 providing glucose data. It was concluded that the event was attributable to user interaction and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.